Manufacturer narrative:
(B)(4).

Event description:
The pt heard an alarm in (B)(6) 2010. The pt was feeling more pain and was tired. Telemetry had confirmed that a low battery alarm was occurring. The pump was replaced in (B)(6) 2010. The hcp stated that the cause of the event was a motor stall that did not recover. The pt outcome was reported as "doing fine." The medications being delivered via the device system were morphine sulfate, bupivacaine and baclofen.